Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating. A field service engineer (fse) discovered that the ethernet cable was damaged, replaced it, and the issue was resolved. The fse then rebooted the station and ran firmware updates. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and displayed a disconnected mode icon, which located lctxcatpx1. The customer rebooted the sattion 30 minutes earlier, still showed as offline. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.